Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported approximately 9 years post the index procedure, the patient presented emergently. CT confirmed that the right iliac limb had pulled out of the right iliac artery. The physician noted that there was some sort of trauma to the patient that may have caused it since previous follow up CT's had all been normal but was unsure. Intervention was completed where the right limb was relined. Endurant iliac limbs 16-16/124 and a 16-16/93 iliac limb were implanted and resolved the endoeak. The cause was undetermined but possible trauma may have contributed. No additional clinical sequelae were reported and the patient is fine.